Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in (B)(6) alleging a onetouch verio iq meter kit was missing the lancets. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.